Manufacturer narrative:
Merit medical big 60 inflation device: investigation evaluation: our laboratory evaluation of the product said to be involved determined that the balloon was fully detached from the catheter. A section of the catheter near the balloon joint appears to be slightly kinked, with a portion of the catheter folded over on itself. There was presence of glue on the balloon catheter located where the balloon joint would be if the balloon was still attached to the catheter. The glue present suggests the device was manufactured per specification. The balloon joint appears to be ripped from each other, rather than cut. The wire guide that is part of the device, was returned and a kink is present 13 cm from the distal end of the wire guide. The wire guide has unraveled around this area, however no section of the area is missing. No portion of the balloon was missing. The catheter was free of kinks and bends, no other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided indicated the balloon dilator did not receive negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon material damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ the instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: ¿during dilation, do not inflate balloon beyond the maximum indicated inflation pressure.¿ over inflation can cause damage to the balloon dilator. The instructions for use state: "inflate balloon to pressure corresponding to smallest balloon diameter and maintain until desired dilation is achieved. To achieve increasingly larger balloon diameters, increase pressure as indicated on catheter tag." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage wire guided balloon esophageal-pyloric-colonic dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, that negative pressure was not applied while advancing the balloon, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon would not inflate [fully] and became partially detached from the catheter. It did not fully detach. On (B)(6) 2016, the device was received for evaluation. The balloon was found to be detached from the catheter entirely. On (B)(6) 2016, we received the following additional information: the physician removed the endoscope completely from the patient, to avoid completely detaching the balloon inside the patient. Once the endoscope and balloon were outside of the patient, the balloon was then pulled through the endoscope and removed.